Event description:
Customer alleged unit was getting extremely noisy and possible spark. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc1705 serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1148073 rev. B (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer allegedly noticed a possible "spark" coming from the device. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Customer alleged unit was getting extremely noisy and possible spark. No injury alleged.

Manufacturer narrative:
(B)(4). Initial pr (B)(4) issued mfg report #3004493922-2012-00072. The manufacturer was indicated as invacare (B)(4). The correct manufacturer is invacare (B)(4). The device was indicated as a portable oxygen generator (concentrator, homefill). The correct device is a portable air compressor for medical purposes. Corrections have been made on the 3500a for the manufacturer, brand name, common device name and type of device (product code). (B)(4) has been initiated for this issue. Model irc1705, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1148073 rev. B (dec-08) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer allegedly noticed a possible "spark" coming from the device. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male who is (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.